Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps was damaged at the joint holding the tip; a piece chipped off, and a cable was missing on portion of the other side. The procedure was completed as planned; there was no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or abnormalities were noted. The issue was identified during a surgical task, but the surgeon did not notice any functional issues during the procedure, and there was no collision with other instruments. No images of the reported damage were available. There was no harm or injury to the patient. The reporter could not confirm the event date. The reporter was also unable to identify the cable color, but confirmed the cable was not fully broken, and was unable to determine whether the insulation was damaged or retracted.

Event description:
Refer to h11 for follow-up information.